Manufacturer narrative:
The following fields were updated due to additional information: device available for eval yes, returned to manufacturer on: 17-may-2023. Investigation summary: one sample was returned for investigation. The set was examined for defects and abnormalities. No defects or abnormalities were observed. The set was attached to a cut off bd syringe to see if a fluid path can be observed while the piston is in the activated position. A fluid path was observed while the piston was in the activated position. The smartsite was then connected to a 10 ml bd syringe filled with blue dye water and the set was attempted to be flushed. The set was successfully flushed. The customer complaint that they are having issues with smartsite needle-free valves not allowing anything to flow through could not be replicated. The root cause could not be determined because the issue could not be replicated. A device history record review for model 2000e lot number 23035571 was performed. There were no quality notifications issued for the failure mode reported by the customer during the production build of this set.

Event description:
It was reported that 5 bd alaris¿ smartsite¿ needle-free valves were blocked when attempting to push medication through. The following information was provided by the initial reporter: "our teammates had 5 experiences of not being able to push meds through the valve on 5/1/2023."

Event description:
It was reported that 5 bd alaris¿ smartsite¿ needle-free valves were blocked when attempting to push medication through. The following information was provided by the initial reporter: "our teammates had 5 experiences of not being able to push meds through the valve on (B)(6)2023."

Manufacturer narrative:
H.3. A device evaluation is anticipated but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.